Manufacturer narrative:
B3- date of event: unknown. H11: manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens, are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient lens opacity. The lens was explanted. The cause of the event was unknown. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.